Event description:
The pt reportedly experienced uncomfortable sensations and sound quality issues followed by loss of lock. The pt was seen at the center for device evaluation. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's c1 device is to be scheduled.